Event description:
The dr claims that the graft was implanted in 1999, as part of an aortic valve and ascending aortic replacement. On post-operative day(pod #18), 7/12/1999, through pod #30 (7/24/1999), the pt developed a fever of unknown etiology. The fever was as high as 39.0 degree c, with elevated c-reactive protein (crp), blood, urine and sputum cultures were all negative. The pt was treated with antibiotics (unknown) and antipyretics (unknown). The graft was left in. The condition improved enough for the pt to be discharged. The pt is doing well, now. The co has now learned that the antibiotic used was tienam.